Event description:
A 3.0mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the prox-mid lad of a patient with no issue reported. However, it was reported that approximately 11 months post implant, the patient was admitted to hospital with ventricular tachycardia. Severe stenosis was confirmed in the mid lad at the distal edge of the previously deployed stent. Pci was performed on the mid lad with placement of another manufacturer stent slightly overlapping the previously deployed endeavor stent. Communication from the field confirmed that the patient experienced cardiac enzyme elevation which met the protocol definition of mi post revascularization. Prolonged hospitalization was required. The patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation results: (mi).